Event description:
The patient was admitted to the hospital after receiving inappropriate anti-tachycardia pacing (atp) and inappropriate therapy. It was suspected that the inappropriate atp and inappropriate therapy was due to noise reversion episodes and electromagnetic interference (emi). The device had interpreted the emi and noise reversion as ventricular tachycardia and ventricular fibrillation and inappropriate therapy was delivered. The patient¿s house was inspected and it was determined that there were several electrical components that were not properly grounded which potentially caused the emi and inappropriate therapy. The electrical components were properly grounded and the patient was discharged in a stable condition.